Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the ultra rx coronary stent system, international instructions for use, states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that this was an emergent procedure to treat a lesion located in the mid right coronary artery. Due to the diameter of the vessel a larger stent was required; therefore, the 5.0 x 38 mm ultra stent delivery system was selected for use. Prior to use the stent delivery system packaging was checked and it was observed that the device had past its expiration date; however, the decision was made to use it as this was the only one they had in stock and it was an emergency procedure. The physician was fully aware that the device had expired. The patient is fine post-procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.